Manufacturer narrative:
With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gi bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): the heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient presented with a small gastrointestinal bleeding event. Controller log files were sent. Preliminary log file analysis showed no alarms logged in the last 14 days of available data. No further information was provided.

Manufacturer narrative:
Additional information received indicated that the patient presented to the hospital with complaints of melena, dizziness, and fatigue on (B)(6) 2017. His international normalized ratio (inr) was supratherapeutic at the time of admission. His anticoagulation therapy was withheld. The patient underwent a colonoscopy, gastroscopy, and arteriography in the past with no pathological findings. The patient was heparinized as soon as inr <2 and bleeding stopped. The patient was discharged home on (B)(6) 2017. It was last reported that the patient is doing fine. The medical team reported that the event was possibly related to the ventricular assist device (vad) due to the continuous flow and "von willebrand factor acquired deficit". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.